Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
3 of 3 complaints (same patient, same event, different products). Other mfg report numbers: 3014334038-2024-00147 3006697299-2024-00102. A facility reported a patient had a decompressive craniectomy and was rolled to relieve pressure areas. No disconnection of cables or monitor alarms. A short time after the monitor message was "sensor or extension cable failure". Medical staff was unable to resolve as screen would not change, and was unable to monitor icps. All trouble shooting carried out correctly, as the sales representative was there personally to troubleshoot. New monitor and cables connected which displayed the same screen. Sensor surgically removed from patient.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The sensor was returned for evaluation: DHR - lot 6760071, sn (B)(6), conformed to the specifications when released to stock. Failure analysis - the issue of the complaint was confirmed: catheter severely damaged from tied suture. Internal wires damaged from where the sutures were tied. Icp express read "no transducer detected", cerelink monitor not acceptable. Sensor cannot be balance or adjusted. No further testing possible. Root cause - the issue reported by the customer could be confirmed, the supplier could determine the cause of the issue to be mishandling of the catheter.